Manufacturer narrative:
Additional information provided: the customer¿s report of channel error code 242.4030 was confirmed in the logs but was not replicated during the investigation. The report of an over infusion was not confirmed. Physical inspection of the device showed fluid ingress in multiple areas including the membrane frame; rear casing; the surface area close to the air in line assembly board on the bezel assembly; on the two corners in the bezel cavity where the secondary pumping finger sits; on the end side of the primary pumping finger next to the occluder and the secondary pumping finger; on the end side of the secondary pumping finger next to the bezel cavity wall and in one finger groove for the secondary pumping finger. Contamination was observed inside the camshaft and on the motor encoder op1 located on the air in line assembly board. No fluid residue was observed on the occluder fingers, occluder springs, and the occluder finger grooves. No damage and no anomalies were observed with the administration set. Review of the pump module error log shows that at 5:25 am on 11 january 2019 a malfunction occurred with an error code associated with the pump motor encoder. Review of the pcu error log shows an error code 242.4030.0 occurred at 5:30 am. Review of the pcu event log shows the pump module was programmed at 4:34 am on 11 january 2019 to infuse 90ml of propofol at the rate of 20.16ml/hr and the infusion was started. The channel malfunction error occurred at 5:25am. The pump module was then channeled off and the pcu powered off. The device failed rate accuracy testing and was under infusing slightly. After calibration the device passed retesting for rate accuracy. Functional testing did not replicate the reported overinfusion or the channel error, and no leaks or other issues were noted with the administration set. The proximate cause of the reported 242.4030 error message was fluid ingress observed around the motor encoder on the air in line assembly board. The root cause of the reported over infusion was not identified.

Event description:
The customer reported that the rn hung a new bottle of propofol and programmed the pump to infuse 40mcg/kg/min with a vtbi of 73 ml at a rate of 20.2ml/hr. After about an hour, the rn returned to the patient's room and noted the pump alarming with a channel error code of 242.4030. The bottle of propofol (1000mg/100ml) was noted to be empty with no fluid on the floor however there was residue noted inside the pump channel door. The rn replaced the channel, notified the md, filed an occurrence report and saved the pump, medication bottle and tubing for investigation. There was no harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the rn hung a new bottle of propofol and programmed the pump to infuse 40mcg/kg/min with a vtbi of 73 ml at a rate of 20.2ml/hr. After about an hour, the rn returned to the patient's room and noted the pump alarming with a channel error code of 242.4030. The bottle of propofol (100ml) was noted to be empty with no fluid on the floor however there was residue noted inside the pump channel door. The rn replaced the channel, notified the md, filed an occurrence report and saved the pump, medication bottle and tubing for investigation. There was no harm.